Manufacturer narrative:
Correction: event date corrected. Original report provided aware date in error.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The mobile electromagnetic field generator was returned to the manufacturer for analysis. Analysis found that the reported problem was confirmed. The pins were pulled out of the lemo housing and two wires were pulled off of two pins leaving the two pins in the lemo housing. Analysis found that the reported event was related to a computer component issue.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that there was visible damage on the axiem emitter cable. No patient involvement.